Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female patient, currently (B)(6), who received super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. In approximately 2002, the patient received dentures. On unknown dates, she used super poligrip as a denture adhesive. In 2009, the patient was diagnosed with "neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip." The patient "now suffers from profound and permanent neurological and other injuries attributable to her super poligrip use." According to the claim, the patient was "unable to perform her normal, customary and daily activities." This case was assessed as medically serious by gsk. Super poligrip was discontinued. At the time of reporting the events were unresolved.